Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Adverse event(s): "hole on the bag of the eye: (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "irrigation and aspiration flow do not work" (aspiration issue); "irrigation and aspiration flow do not work" (inability to irrigate). A surgeon reported that the vitrectomy program did not work. The patient required an unplanned anterior vitrectomy due to a hole in the posterior capsule when the lens was removed. In order to perform the anterior vitrectomy, the surgeon and the nurse chose to follow the instructions/setup on the screen but it did not work. The cutter was cutting. However, no water was coming out through the cannula and no aspiration of water through the vitrectomy. Per surgeon, the instructions were correct and it was the vitrectomy program that was not working when the instructions were followed. The system was switched out and the case was completed. The surgery was 15-20 minutes delayed. There were no problems with the patient or with the patient's sight.